Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx drug eluting stents were successfully implanted in the 1st diagonal. During the procedure a dissection occurred post implant of the second resolute onyx stent. The dissection was treated with pci and the patient recovered.

Manufacturer narrative:
Patient has medical history of previous mi and previous CABG. There was no treatment of the dissection. Investigator assessed the event as not related to the anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The investigator has stated that the previously reported dissection was related to the study device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.